Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began before 10am on the same day as their call to lifescan. The patient reported obtaining a blood glucose reading of ¿103mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient did not provide details of any changes they might have made to their diabetes management regimen due to the alleged inaccuracy. The patient reported developing a symptom of ¿shaking¿ ten minutes later. The patient denied receiving any treatment for this symptom. At the time of troubleshooting a control solution test passed with results within the accepted range as printed on the test strip vial. It was noted that the patient was also using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptoms associated with hypoglycemia after the alleged inaccuracy began.